Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found loose flow sensor connector plugged into the flow sensor receptacle. Calibrated the three transducers and could not duplicate the issue. Corrected check o2 cal by performing o2 sensor calibration. Fsr ran the unit for 1 hour and no issues were found. Fsr explained to customer the loose flow sensor connector may have contributed to the transducer fault issue. The unit was observed for three days and no issues were found. The unit was sent back to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault and check o2 calibration. The customer confirmed that there was no patient involvement that was associated with the reported event.